Event description:
It was reported that a 63 year-old-male patient underwent an atrial fibrillation (afib)ablation procedure with a thermocool®sf nav bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that the catheter was difficult to maneuver, force value was high, and the impedance was high. Ultrasound was checked and the patient had a pericardial tamponade and pericardial effusion. A pericardiocentesis was then performed and the patient stabilized. Approximately 600cc withdrawn. Hardware worked within specifications. The pericardial effusion was noticed during use of bwi products. The physician did not believe the event to be caused by faulty bwi products. He believes it was a combination of patient anatomy and high contact force (which was indicated in the carto3 system). The physician performed a pericardiocentesis to drain the fluid. No other intervention or surgery was required. The patient has recovered with no other residual effects. The doctor used a baylis nrg transseptal needle to perform the transeptal puncture. Pe was noticed after ablation. No evidence of steam pop. Irrigated catheter was used on thermocool stsf standard settings (2ml/min low flow, 8ml/min low ablation, 15ml/min high power ablation). Catheter was irrigating properly. There were no errors on the carto3 system. Impedance cut off was set at 250, operators were not on ablation when high impedance was noticed. The smartablate generator parameters were set at 50w for 15s with temperature cut off at 40°, flow rate 8¿15, low flow at 2, in power control mode. Ablation that was performed was ablating at 50w for 15s in power control mode, so temperature was fluctuating to accommodate 50w (no high temperature was noted). The difficulty moving the catheter was not related to catheter stiffness or deflection. The difficulty was due to patient anatomy and location of transeptal puncture.

Manufacturer narrative:
On (B)(6) 2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a 63 year-old-male patient underwent an atrial fibrillation (afib)ablation procedure with a thermocool®sf nav bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that the catheter was difficult to maneuver, force value was high, and the impedance was high. Ultrasound was checked and the patient had a pericardial tamponade and pericardial effusion. A pericardiocentesis was then performed and the patient stabilized. Approximately 600cc withdrawn. Hardware worked within specifications. The pericardial effusion was noticed during use of bwi products. The physician did not believe the event to be caused by faulty bwi products. He believes it was a combination of patient anatomy and high contact force (which was indicated in the carto3 system). The physician performed a pericardiocentesis to drain the fluid. No other intervention or surgery was required. The patient has recovered with no other residual effects. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. Per the event, several tests were performed. A screening test was performed, and the device was visualized and recognized correctly; however, error 106 appeared on the system due to an open circuit on the tip area. The temperature, impedance, and electrical were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The force issue reported by the customer was confirmed; however, the high impedance issue could not be replicated. The IFU (instruction for use) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If force readings might be inaccurate or another catheter is in proximity: an alert message appears, force readings on the dashboard are displayed in gray, and the force graph is colored white. Resolve the issue according to the directions in the alert message to enable force measurement. You can also continue the study without force data. As part of biosensor webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the issue of high force. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer's reported adverse event and high impedance. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).